Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false negative results of two samples with ih-cell a1 on ih-1000. Both samples had blood group o. The customer provided images of the daily journal which showed the false negative reactions of two samples of blood group a with ih-cell b on the ih-1000. Due to the discrepant results no wrong blood group result was output but the remark "abo discrepancy workup needed". The customer did not return the complaint sample (B)(4) , b for investigational testing, but one patient sample: (B)(6). Our quality control laboratory tested their retention sample of the supposedly defective lot of ih-cell a1,b on the ih-1000. Different donor samples of blood group a, o, b and ab were used for testing. All positive and negative reactions were correct. We did not observe any false negative reaction. The red blood cells of the patient sample provided by the customer was stuck to the inner surface of the tube. Therefore, the red blood cells had to be removed from the surface with isotonic saline. The red blood cells and the plasma were transferred to a baby tube. But due to the small amount of red blood cells the ih-1000 did not process this sample. Therefore, our quality control laboratory performed the testing manually. The customer´s finding was confirmed: the forward testing showed blood group o rhd positive, while the reactions with ih-cell a1 (both lots) were completely negative. The reactions with ih-cell b (both lots) were 3+ positive. The patient sample showed a positive reaction with biotestcell-a1 in the immediate spin test. Additionally, the patient sample was tested for potency, the titer was 1. Regarding the affected ih-1000: the customer provided the daily journal and the trace files for investigation. The analysis of the trace files did not show any dispense failure during the processes of the samples. All the steps of identification, pipetting, dispense, centrifugation and reading seemed to be performed correctly. The blood group/reverse group test with the sample 21-211-00085c (the sample that was returned for investigation) was correctly performed. Based on the investigation the complaint was classified as confirmed - epp (expected product performance): the complaint sample was not available, and the retention sample reacted as expected. The false negative reaction was only observed with the patient sample. The retention sample of ih-cell a1&b met the acceptance criteria. The chapter limitations of the instruction for use for ih-cell a1&b contained the note: "decreased abo antibody reactivity may be seen with low titer isoagglutinin antibodies may be caused by disease states, the elderly or infants resulting in false negative reactions. The analysis of the trace files did not give any indication of a malfunction of the instrument. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported (B)(6) results of two samples with ih-cell a1 on ih-1000. Due to the discrepant results no wrong blood group result was released but the remark "abo discrepancy workup needed" shown. The customer did not return the complaint sample ih-cell a1, b for investigational testing, but sent in the patient sample # (B)(6). The customer also provided the daily journal of the affected ih-1000. The investigation in our quality control laboratory is still ongoing.